Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer verified the customer's complaint, replaced the graphical user interface (gui) printed circuit board (pcb): and upgraded the backlight inverter pcb. The ventilator then passed all performed testing.

Event description:
It was reported that the ventilator top display was missing segments. There is no reported patient involvement associated with this event.